Manufacturer narrative:
Additional narrative: the investigation confirmed the reported breakage and identified similar complaints received previously. Previous supplier investigations identified that chemical attack was likely to be causing the cracking of the handle material during hospital processing, leading to a revision to the material specification. The complaint shall be closed with a justified conclusion; it shall be entered onto the complaints database and monitored through trend analysis.

Event description:
Procedure: total knee replacement. Enztec mbt tibial tray impactor on consignment kit has a broken handle. Issue was noted prior to use on patient however instrument was still able to be used for the procedure. This did not affect the procedure being completed. No delay, no adverse event to patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.